Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient had high impedances on multiple electrodes 0-7. Xray of the header block did not reveal any problems. The rep programmed on other lead that was just lateral to problem lead. If patient responds well then no intervention will take place. Unknown if issue has been resolved at this time. No symptoms reported. No further complications were reported/anticipated.

Event description:
Additional information was received from the rep who reported it would take months to be able to tell if issue was resolved.